Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service alleging that the threads became stripped or damaged on his onetouch ultrasoft lancing device in 2009. He indicated that he tried to tape the cap back on to continue testing or use the lancets by themselves. The pt claimed he developed symptoms of tiredness, drowsiness, and heart palpitations 4-5 hours after the reported issue began. He also claimed that he called the emergency medical services (ems) 2 weeks after the reported issue began and was treated with IV insulin. It was noted that his blood glucose was "600 mg/dl" on the ems meter. According to the troubleshooting performed by customer service, there was no indication of misuse. Replacement product was still sent to the pt. This complaint is being reported because the pt allegedly suffered a serious injury after reported lancing device issue occurred. The pt was treated with IV glucose by the ems.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.